Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#:(B)(6); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a splenectomy procedure, after firing the device, the jaws of the device did not open. The user tried resetting the device using a new powered device, but the issue remained the same. The surgeon then cut around the reload to remove the device. The patient is currently being monitored.